Event description:
On (B)(6), 2012 a vns implanting surgeon's nurse reported that the vns patient was scheduled for an incision and drainage surgery the next day as the patient developed a post-operation hematoma. The surgeon had thought it was going to resolve on its own but it hadn¿t so he decided to go in and clean out the incision. Attempts were made for further information from the surgeon but no additional information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the hematoma was first observed on (B)(6) 2012, in the left chest in the pulse generator pocket. The physician further stated that they had performed an evacuation of the hematoma for patient comfort. Patient manipulation or trauma was reported to have probably occurred that caused or contributed to the hematoma. Prior to the onset of the hematoma they had restarted anticoagulation for the patient.